Event description:
It was reported that balloon tear occurred. The target lesion was located in the vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced dilatation. However, after deflation, the physician felt something caught in the process of removing the balloon. When the device was removed from the patient's body, it was found that the balloon was torn in half and the other half was stuck in the introducer sheath. The whole sheath was completely removed from the patient's body and the procedure was completed with the same product of different size. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a portion of the sterling sl balloon catheter. The shaft was separated at the tack weld. The separated ends were stretched and jagged consistent with tensile overload. The balloon was torn circumferentially. The inner shaft and remainder of the balloon were not returned for analysis.

Event description:
It was reported that balloon tear occurred. The target lesion was located in the vessel below the knee. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced dilatation. However, after deflation, the physician felt something caught in the process of removing the balloon. When the device was removed from the patient's body, it was found that the balloon was torn in half and the other half was stuck in the introducer sheath. The whole sheath was completely removed from the patient's body and the procedure was completed with the same product of different size. No patient complications nor injuries reported.